Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had itchiness under the lifevest. The patient's daughter confirmed the patient did not have an irritation or injury. The patient discontinued wearing the lifevest and the patient's physician suggested using benadryl for the itching. The outcome of the itching is unknown.